Manufacturer narrative:
Failure event observed during analysis. Final analysis found an external insulation abrasion was noted at 9.5 ¿ 9.7 cm rom the distal tip consistent with lead friction to the device/ another feature of the heart. The cable lumen was not damaged at this location.

Event description:
This report is to advise of an event observed during analysis.